Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to venous stenosis. Additional information received indicated that the venous stenosis was device related due to its narrowing around the leads in innominate vein. There were no clinical observations noted. No additional adverse patient effects reported.